Event description:
The customer reported, workstation not booting up. No patient injury.

Manufacturer narrative:
The service rep found workstation hard drive as source of no boot, 88 displayed on rear cover. Replaced workstation hard drive and re-loaded software. Re-loaded system specific information. Re-booted system 5 times with no issues, confirmed system saves and re-calls images as intended. System operating as intended.